Manufacturer narrative:
(B)(6). (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-10042. It was reported that shaft break occurred. Two 3.0mm x 150mm x 150cm sterling¿ sl balloon catheters were advanced for dilatation. However, it was noted that the balloon broke off. No patient complications were reported.